Event description:
It was reported that when the device packaging was opened, the proximal shaft of the 3.50x15 nc trek rx dilatation catheter was found separated. The device was not used and there was no patient involvement. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported separation was confirmed on the returned device and most likely was due to accidental handling. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Returned device analysis does not indicate a product quality deficiency. Based on all of the information reviewed, there is no indication of a product deficiency.